Event description:
The dealer states the patient alleged they were in the sling and they heard the upholstery tearing. They did get the patient out of the lift, no injury involved. After further inspection the sling began to rip at the seam per the dealer . The dealer states he will send me a picture monday (B)(6) 2014. The dealer states he has no information about the patient except she is well under (B)(6).